Manufacturer narrative:
Concomitant medical products: 4092-58 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance, noise and brief non physiological short intervals noted during stored mode switch episodes. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.